Manufacturer narrative:
Additional information received from the study facility indicated that the physician did not have any allegation against the retriever as it performed as intended. The physician indicated that the patient outcome of death was not due to the retriever or procedure. The patient¿s primary cause of death was due to re-occlusion of the vessel and progression of the presenting stroke. Based on thorough review of the all information available, the manufacturer has determined that the event does not meet the criteria for a complaint and/or reportable event for the subject device in question.

Event description:
The patient underwent a thrombectomy procedure to remove a clot located in the m1 segment of the right middle cerebral artery. The patient was reported to have achieved a tici score of 2a, and at 24 hours post procedure, a nihss of 18. It was reported that at 48 hours post the index procedure, neurological deterioration due to the presented index stroke was observed. No treatment was administered. The patient was discharged to a nursing facility with a nihss of 18 and a modified rankin scale of 5 and died approximately 35 days post procedure. The cause of the patient's neurological deterioration and outcome of death in relationship of the retriever device and procedure were reported as unknown.

Manufacturer narrative:
Subject device is not available.

Event description:
The patient underwent a thrombectomy procedure to remove a clot located in the m1 segment of the right middle cerebral artery. The patient was reported to have achieved a tici score of 2a, and at 24 hours post procedure, a nihss of 18. It was reported that at 48 hours post the index procedure, neurological deterioration due to the presented index stroke was observed. No treatment was administered. The patient was discharged to a nursing facility with a nihss of 18 and a modified rankin scale of 5 and died approximately 35 days post procedure. The cause of the patient's neurological deterioration and outcome of death in relationship of the retriever device and procedure were reported as unknown.